Event description:
It was reported to boston scientific corp that a flexima biliary stent was used during a biliary draining procedure on a female pt in her 50s. According to the complainant, the inner sheath of the device was found to be crushed when unpacked. The 0.035 jagwire was able to advance through the device therefore, it was used in the procedure. However, when attempting to cross the bile duct with the flexima biliary stent device, it was difficult to advance the jagwire due to the kink in the inner sheath. The procedure was completed with another flexima biliary stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Visual examination of the returned device confirmed the push catheter was bent. Further examination revealed that the stent was also bent. It is possible that the guide catheter was kinked during shipping and the working length of the stent was likely bent during the procedure. The kink could have caused the resistance felt when the guide catheter was advanced into the bile duct. The crushed inner sheath was noted during unpacking and the device should not have been used. (B) (6).